Event description:
It was reported that there was no audible sound coming from the dash 4000 monitor. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.